Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 02-oct-2025. [Additional information]: on 02-oct-2025, limited additional information was received. The information indicated that detailed information related to the target occlusion could not be obtained. No photos are available, and the device packaging was also discarded. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 11-nov-2025, that changed the reportability of the event as related to this product reported in this medwatch report. [Additional information]: on 11-nov-2025, additional information was received. Per the information, the 85cm on the packaging label of the 85cm emboguard 87 balloon guide catheter (bgc) (bg8785u / 9840110) was correct. The label was misread by the user; the user misread the 85cm for a 95cm. The vessel was excessively tortuous. The reported issue did not result in any clinically significant delay in the procedure. No further information is available. The reportability of the file was also reassessed. Based on the information provided, the event no longer meets no longer meets usfda medical device reporting criteria. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.11.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (9840110) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure to treat a cerebral infarction, the devices were used in accordance with the instructions for use (ifus). After the 85cm emboguard 87 balloon guide catheter (bgc) (bg8785u / (B)(6)) was prepped and used in the procedure, it was reported that the emboguard bgc could not reach the target site. Then it was discovered that the 85cm emboguard 87 bgc had been mistakenly opened due to a label misidentification. Subsequently, it was replaced with a 95cm emboguard bgc and the procedure was successfully completed without any negative impact on the patient.